Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experiences discomfort while charging the implantable pulse generator (ipg). Replacement charger did not resolve the issue. The ipg was explanted and replaced which addressed the issue.

Manufacturer narrative:
The reported event discomfort at ipg site while charging cannot be confirmed through product testing alone. The returned ipg passed all functional testing (bench and autotest). No root cause was identified for the reported issue.